Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation

Event description:
The customer reported that there was an avalon fm20 fetal monitor speaker malfunction. It is not confirmed if there was sound. The device was not in use on a patient.

Event description:
Customer reported there was a speaker malfunction on the avalon fetal monitor. The device was not in use.